Event description:
Referral form for the patient was received indicating the reason for replacement was due to other: patient having painful stimulation at the chest without seizures. Implant card was received indicating they received a prophylactic generator change. The hospital the replacement took place does not return explants and discards them. No additional relevant information has been received to date.